Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor power was too low. It was also determined that the device failed pre-test for starting behavior, check the power with the test bench (minimum 110 to 160 watt) excessive noise, untrue running, triggers for forward and reverse mode, function of the soft mode switch (safety system), air leak, air hose coupling and reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device was lacking torque. There were no delays in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.